Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that using the pre-close technique via an 8f sheath prior to an unspecified interventional procedure, suture placement was attempted with two proglide devices in the left common femoral artery (lcfa) and two proglide devices the right common femoral artery (rcfa). Reportedly, guide breaks occurred with all four of the proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device return status. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number: (B)(4). Date of event has been confirmed as (B)(6) 2018. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Attachment: user facility voluntary medwatch report number mw5082689. Although the device failure was reported to have occurred with only one proglide device (per sus voluntary report), it was initially reported that four proglide devices were involved and additional clarification of the event details was not able to be obtained.

Event description:
User facility medwatch report received that states: plastic that covers the metal part became fractured. Device immediately removed with no patient harm. Diagnosis or reason for use: femoral artery closure device for hemostatis.